Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller alleged that when she was removing the insulin cartridge the plunger remained inside of the infusion device. The customer stated that she was still able to insert a new cartridge. After the cartridge change the customer received a blood glucose result of 438 mg/dl at 6:00pm on the performa combo system. The customer experienced elevated blood glucose symptoms of vomiting, dehydration, and diarrhea. The patient went to the hospital. The hospital treated the patient with intravenous insulin. After treatment, the customer received blood glucose readings of 336 mg/dl and 126 mg/dl on the hospital's meter. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The lot number was not provided. The insulin cartridge was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.